Event description:
A report was received that the patient will undergo a revision procedure to reposition the leads over dura thoracic spine. Reason for revision was unknown.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to not able to obtain coverage in the back. The patient was reportedly doing well postoperatively. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient will undergo a revision procedure to reposition the leads over dura thoracic spine. Reason for revision was unknown.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.